Manufacturer narrative:
The insulin pump passed the sleep current test, active current test and self test. Pump alarmed no motor movement during rewind due to a jammed gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to jammed gearbox. Critical pump error (open book image) not confirmed. Absence of alarm unspecified unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump received a pump error alarm that was unable to recognize. The customer¿s blood glucose level was 174 mg/dl. The customer was able to clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.